Event description:
New information noted that the atrial lead exhibited noise oversensing causing pacing inhibition. During the procedure, the atrial lead was confirmed to have insulation abrasion. The lead was repaired (B)(6) 2023 and remained implanted. The patient experienced no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented during a remote transmission, inappropriate auto-mode switch due to atrial lead noise and low pacing lead impedance were observed. It was also noted that there was a possible insulation abrasion. There are no patient consequences and the patient will continue to be monitored.